Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack at the back of the pump near the clip rail. The customer also mentioned that all the buttons on the keypad were unresponsive. Troubleshooting was performed and found that there was no damage to the pump's retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent keypad response. No stuck key alarm or button error alarm noted. The pump was received with broken belt clip rail, cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. Unable to perform the displacement test and self test due to intermittent keypad response. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump was cut opened and when using a test keypad, the pump had improved keypad response, however, intermittent keypad response issue was still present when performing the pump history download. History download was successful using thus. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 26-may-2023 in the pump history file. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor noted. No damage noted on the keypad traces under the dome switches. The pump was received with intermittent keypad response due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the back of the pump. Keypad unresponsive confirmed. No stuck key alarm or button error alarm noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.